Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced troubles voiding. The patient underwent a cystoscopy and a erosion was observed in the urethra, the cuff was too tight causing the erosion. Therefore, the artificial urinary sphincter (aus) was removed in (B)(6) 2021. The patient underwent a re-implant surgery once the erosion healed and a new aus was implanted. There were no further patient complications.